Manufacturer narrative:
The event is a duplicate of the event submitted under MFR # 2916596-2019-00553. The reported no external power events are covered in MFR # (B)(4). Manufacturer's investigation conclusion: the report that the outflow graft was twisted could not be confirmed through this evaluation. Log files were submitted by the account that contained event data from 11nov2018 through 20nov2018. Multiple no external power events were observed; however, support was not interrupted and the system appeared to function as intended. Log files containing event data from 23nov2018 through 05dec2018 were later submitted by the account and appeared to capture the system functioning as intended. Of note, power and flow appeared to increase, as expected, following the reported untwisting of the outflow graft. The patient remains ongoing on heartmate 3 left ventricular assist system. The heartmate 3 left ventricular assist system instruction for use instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Dob not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported that patient recently had an outflow twist graft repair. Doing well post surgery. No further information was provided.